Manufacturer narrative:
Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn. The lens was returned dry. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) but the lens tore before injection into the eye. There was no patient contact.

Manufacturer narrative:
(B)(4) no consequences or impact to patient. (B)(4) tears, rips, holes in device, device material. (B)(4).